Event description:
Caller stated that she received a recall letter from abbott regarding freestyle libre 3 sensors and was advised to call the FDA. She further stated that she has three of the defective sensors. Ref reports: mw5158438, mw5158439.